Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062918. At the time of report, it is unknown if the device involved in the event will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Intestinal perforation is a known complication of j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019 that the doctor had difficulties placing the j-tube in the intestine with the j-tube getting stuck in the diverticulum. Several attempts were made to place the j-tube with a hydra jagwire leader and an abbvie leader but could not place. The j-tube is left in place, a CT scan ordered and patient was given 20 ml of bactrim in the peg-tube. CT scan of the abdomen showed a small perforation of the diverticulum. The patient remained in the hospital. Unknown antibiotics and ulcer medication were given. The patient is back on tablet treatment, madopark. A v-tube is used to drain the stomach. The patient has no fever and the stoma looks fine. On (B)(6) 2019 it was reported that the x-ray results showed that the j-tube was placed beyond the pylorus with the tip of the j-tube placed in the diverticulum of the intestines. The j-tube must be removed and a new tube can only be placed when the wound has healed. The patient was treated with neupro and bactrim.